Manufacturer narrative:
The lot was manufactured from august 03, 2018 - august 04, 2018. The device was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak between the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 5000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from ¿where the middle port is sealed into the bag¿. The leak was discovered during compounding, prior to patient use. There was no patient involvement. No additional information is available.